Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found within specification and the customer reported issue was not reproduced during evaluation. The reported condition was not verified. A review of the event history log found no evidence of system error 322 alarms. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed system error 322 (link switch error (low)). The event happened during testing in the biomed service department. There was no patient involvement. No additional information is available.